Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of seroma-late, capsular contracture, and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: recall concern, "silicone-induced capsular granuloma", capsular contracture (grade unknown), and seroma-late.

Event description:
Patient representative reported recall concern, "inespecific discreet chronic inflammatory infiltrate", "pain and discomfort", "severe pain, burning, fear of infections and diseases, in addition to distrust of the tumor", "slight capsular enhancement", "pseudo-sinovial coating ", "small amount of liquid " , "intracapsular hematoma", " intracapsular nodule on the left. Differential diagnosis: silicone-induced capsular granuloma", "implants with echogenic lines on the left", capsular contracture (grade unknown) on left side. The device has been explanted.